Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported that the rep had a peripheral nerve evaluation (pne) lead that they needed to return for analysis because the physician felt like it was defective. They described the defect as, when the lead unraveled, it looked like it was broken and, during intra-operative testing, they were not getting a good response without the needle actually being inside the patient. They stated that by saying "broken" they meant the actual lead was unraveled around the stylet. They used another lead and that worked appropriately with no harm to the patient. There were no symptoms reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# n572877, product type: lead.

Event description:
Additional information from a manufacturer representative (rep) reported the cause of the lead being broken was unknown. The rep stated as the insertion needle was withdrawn they lost motor response and the lead wire was broken and unraveled. A second lead was used without complication.

Manufacturer narrative:
Analysis of the 3057 lead interstim test screener cable ((B)(4)) found that the stim lead body was stretched. Evaluation method codes pertains to the 3057 lead interstim test screener cable ((B)(4)). Evaluation result codes pertains to the 3057 lead interstim test screener cable ((B)(4)). Evaluation conclusion code pertains to the 3057 lead interstim test screener cable ((B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Based on additional information received, the previously reported (B)(4) no longer applies to the event. (B)(4) now applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep and a healthcare professional (hcp). The hcp reported that the cause of the broken lead was unknown, as was any patient information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.